Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the visul analysis of the photos received. The hub of the device was separated from the rest of the unit. The findings meet regulatory reporting criteria. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, when the package of a 132cm embovac 71 aspiration catheter (ic71132ca, 30729953) was opened, the part of the hub had been bent and about to be cut off. The complaint product was replaced with another one and the procedure was completed. There was no patient injury as the device was not clinically used. Additional information received indicated that there was no damage to the packaging. There was no difficulty in removing the device from the packaging. The part of the hub had been bent and about to be cut off. Based on the visual analysis of the pre-shipment photos received, the hub of the device was separated from the rest of the unit.

Manufacturer narrative:
Product complaint # (B)(4) this correction to the medwatch is being submitted as inadvertently the photo analysis was not included in the initial medwatch report (B)(4). Pre-shipment photos were attached to the complaint file in which it can be seen that the hub of the device was separated from the rest of the unit. Two kinked conditions can be seen in the body of the device one near to the ID band and the other at 16 cm from the distal end. No damages were noted in the braided mesh. The catheter appears to be detached from the hub due to manipulation as elongation marks can be observed on the plastic material. The issue that the catheter became separated from the hub part was not originally reported in the complaint. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, when the package of a 132cm embovac 71 aspiration catheter (ic71132ca, 30729953) was opened, the part of the hub had been bent and about to be cut off. The complaint product was replaced with another one and the procedure was completed. There was no patient injury as the device was not clinically used. Additional information received indicated that there was no damage to the packaging. There was no difficulty in removing the device from the packaging. The part of the hub had been bent and about to be cut off. Pre-shipment photos were attached to the complaint file in which it can be seen that the hub of the device was separated from the rest of the unit. Two kinked conditions can be seen in the body of the device one near to the ID band and the other at 16 cm from the distal end. No damages were noted in the braided mesh. The catheter appears to be detached from the hub due to manipulation as elongation marks can be observed on the plastic material. The issue that the catheter became separated from the hub part was not originally reported in the complaint. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. A non-sterile 132cm embovac 71 asp. Catheter was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the presence of hydrophilic coating was confirmed. It was noted that the hub is separated from the rest of the unit. Also, two kinked conditions were found in the device, the first is near to the ID band, and the second was found at 16 inches measured from the distal end of the device. A slightly compressed condition was found in the distal tip. No other damages were found in the device. These damages were consistent with the pre-shipment pictures provided by the customer. The device was inspected under magnification, and elongation marks can be observed on the plastic material where the hub separates from the rest of the unit. The issue that the catheter became separated from the hub part was not originally reported in the complaint. Is suspected that the hub separation is related to the handling of the device/package where the use of excessive force had been inadvertently applied, which results in the hub separation. There is no evidence that the device was poorly secured or overtightened inside the package, and no further evaluation could be conducted without the rest of the packaging. Also, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. Even though, the customer complaint regarding a catheter kinked in package was confirmed. The rest of the damages are suspected to be secondary to the manipulation of the device. However, the root cause remains unknown. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contain the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.